Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos and video were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the guidewire was allegedly exposed on the outside of the pta balloon. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the device was also returned for evaluation. An unknown wire was noted to be exiting from the device proximal guidewire port. The sample was returned to the manufacturing facility for additional evaluation where it was determined the wire was a mandrel used during the balloon coating process that was left in the device after the manufacturing step. The mandrel was not removed in the correct step and was not observed and removed during final manufacturing inspection. Three photos and one video provided for review. The three photos show a device with what looks to be an unknown wire protruding from a guidewire exit port. The provided video shows the clinician bending a catheter to show the unknown wire protruding from the device. Therefore, the investigation is unconfirmed for the reported puncture as the protruding wire was found to be a mandrel used during manufacturing and will be confirmed for the identified contamination. The root cause was determined to be manufacturing related and (B)(4) was initiated to the manufacturing facility due to the event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D.4. (Unique identifier UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the guidewire was allegedly exposed on the outside of the pta balloon. The procedure was completed using another device. There was no patient contact.